Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: analysis and results - there are no previous complaints of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received a picture that shows an ampoule with the tip slightly bent, then is it possible that the leakage of the glue occurs at this point. Nevertheless, without samples a proper analysis cannot be done. Review of the batch manufacturing records showed this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion - taking into account that the picture received shows the tip bent, we conclude that the complaint is confirmed by evidence of failure in the picture received. No CAPA required.

Event description:
It was reported that there was an issue with a histoacryl ampoule. When the pouch was opened, it was noted that there had been glue leakage and the product was not used. Additional information is not available.